Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) levels after receiving and dismissing an "occlusion" alert. The agent guided the user through disconnecting, filling the tubing, confirming insulin drops, and reconnecting. The user, wearing a 23" 6 mm contact detach infusion set, had recently completed a factory reset and was reminded that the ilet may take 2¿4 weeks to relearn dosing patterns. The highest blood glucose (bg) recorded was 301 mg/dl, trending down to the 260s by the end of the call. Bg was corrected through ilet insulin delivery. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.